Event description:
An attempt was made to use one 6f launcher guide catheter during a procedure. The device was inspected before use with no issues noted. Resistance was not noted while advancing the device to the lesion. It was reported that the guide catheter was leaking blood during use. The leaking was caused by a connection problem, and the launcher could not be connected normally. It was not possible to connect the non-medtronic y-valves. The leak was noted during the device and y-valve connection, and the blood leakage was a result of the connection issues. The use of the launcher was stopped immediately. A new catheter and new y-valve were used, which were connected and used normally. Intervention was not required as a result of the event. There was no injury to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a video provided showed the proximal end of the guide catheter with a y-valve attached to its hub. There is no evidence of a leak in the video however there appeared to be an issue keeping the y-valve connected. Initial reporter name and phone number added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.